Event description:
Customer reported, the insulin pump was alarming unexpected restart. The device was not stored or not is use for a long period of time. Alarm occurred during normal use. Customer's blood glucose was not provided. No further information reported.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump passed the reset error test, the self test and the displacement test. No unexpected reset error alarms were noted. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube threads and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.